Manufacturer narrative:
H10:  updated a4, b5, b7, patient codes, device codes, method codes, conclusion codes; additional manufacturer narrative: the clinical observation was confirmed through receipt of medical records. Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of the event is indeterminable, however, patient factors and progression of patient's underlying valvular disease pathology may have contributed. No corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was through the implant patient registry department a patient implanted with a 29mm porcine valve within rv-pa conduit in the pulmonary position for 9 years 3 months underwent a valve in valve procedure due to mild to moderate stenosis and mild to moderate pulmonary insufficiency. A 23mm valve was implanted in replacement. The patient was discharged on pod #1.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was through the implant patient registry department a patient initially implanted with a 29mm valve in the pulmonary position for 9 years 3 months underwent a valve in valve procedure for unknown reasons. A 23mm replacement valve was implanted in the patient. The current patient status is unknown.